Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had blank display. Customer¿s blood glucose level was 424 mg/dl. Troubleshooting was not done for high blood glucose. Customer stated that the contacts on the battery cap were neither missing nor damaged. Troubleshooting was performed for blank display and display was not returned after insulin pump restart. The customer was advised the insulin pump will need to be replaced and discontinue use and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).